Event description:
It was reported that a patient with diabetes experienced two infusion sets detaching after approximately 1.5 days of wear. The adhesive lifted, resulting in leakage at the infusion site. There was patient involvement, with no patient harm.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.